Event description:
New information received indicates that increased, out-of-range capture threshold was observed during a follow-up. It was noted that the lead was stretched via fluoroscopy. The physician elected to make programming changes. The patient was in good condition.

Event description:
It was reported that when a patient presented in-clinic for a routine follow-up, increased capture threshold was observed. The physician elected not to take any action at this time and the lead remains implanted.